Event description:
Per the clinic, the device was repositioned on (B)(6), 2009. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery. Additional information has been requested, but has not been made available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(6), 2011.